Manufacturer narrative:
The devices were returned to the MFR for evaluation, symmetry sales rep and MFR stated that all instruments were not well maintained. The instruments were all very dry and showed no signs of being lubricated. The (symmetry) sales rep has worked with the customer to educate on how to care for these instruments. Symmetry is in the process of implementing an updated IFU that will indicate where to lubricate these instruments to prevent the screw from backing out.

Event description:
Micro kerrison rongeur screw came out during a case and fell onto the floor. However, the screw was never returned to spd so facility cannot return with the device.